Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with a mentor smooth round moderate profile 375cc saline prosthesis. On (B)(6) 2018 left sided deflation was observed. As a result, an explant is scheduled for (B)(6) 2018.

Manufacturer narrative:
Additional information was received with the replacement surgery operative report on (B)(6) 2018. In addition to the deflation initially reported on (B)(6) 2018, left sided baker's grade ii capsular contracture and right sided baker's grade I capsular contracture was also present. On (B)(6) 2018 bilateral prosthesis replacement with mentor smooth round moderate plus profile 400cc saline implants was performed. The implants were filled to 425ccs. Deflation of the left implant was confirmed after removal. The patient was taken to the recovery room in stable condition, and there were no procedural complications. Report 1645337-2018-05265 was created and will be submitted in order to document the right sided issue that mentor became aware of with the acquisition of this operative report. Concomitant product: unknown mentor saline prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2018. Device evaluation summary: it was reported that a 42-year-old caucasian female underwent breast augmentation revision with a mentor smooth round moderate profile 375cc saline prosthesis. On (B)(6) 2018 left sided deflation was observed. Capsular contracture was later noted. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring under 0.1 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. Also, creases running from the anterior aspect to the posterior aspect were noted. No other anomalies were discovered. The complaint of deflation was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. The product evaluation team concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).